Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2021-37693. It was reported that the patient presented for follow up with pocket infection. The pulse generator and the right atrial lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes for product not returned.